Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) system outlines proper usage of the driveline extension cable. The driveline extension cable should be used only during the pre-implant wet test to keep the non-sterile controller isolated from the sterile field. The driveline extension cable is not intended to be used after the pump is implanted in the patient. In addition, the IFU provides guidelines to help the user to detect and react to the hvad pump stopping and unsuccessfully restarting. Moreover, heartware clinical operator training further educates healthcare practitioners about product safety, alarm management, and hvad support. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the dl cable. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device management; additional guidelines instruct the user on how to detect and react to a dl cable malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This is two of three reports (3007042319-2015-03142, 3007042319-2015-03143 and 3007042319-2015-03144) submitted for devices related to the same event.

Event description:
It was reported that after lvad implant procedure when starting the pump the controller alarmed "electrical fault" alarms. The driveline extension cable and ac adapter were exchanged but the pump failed to start. The pump was exchanged and the new pump was able to successfully start with the same controller and the second driveline extension cable. There was no reported patient injury. Of note, the pump passed the wet test prior to implantation. Investigation is ongoing.

Manufacturer narrative:
It was reported that the surgical team most likely did not use excessive force during connection and there was no reported damage of the devices. It is unclear if the issue was with the driveline cable, the driveline cable extension or both. The pump (B)(4) along with the driveline cable still attached and driveline extension cable were returned for evaluation. Various analysis were conducted and reviewed in order to evaluate the performance of the driveline extension cable in relation to the reported event. The reported event could not be confirmed via log file analysis since log files were not provided by the site. Analysis of the pump revealed that the device met specifications. The driveline extension cable passed visual inspection and functional testing. Additionally, the reported event could not be replicated via supplemental testing performed using representative samples. Based on the information available, there is no evidence to indicate that a device malfunction caused or contributed to the reported event since the returned device performed as intended. There are no apparent contributing clinical factors to the reported event. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of three reports (3007042319-2015-03142, 3007042319-2015-03143 and 3007042319-2015-03144) submitted for devices related to the same event.